Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that patient received alert for elective replacement indicator (eri) via remote monitoring system. Rapid battery depletion was observed since (B)(6) 2012 without apparent reason. Device was replaced and returned.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.